Event description:
It was reported that a dissection occurred requiring additional intervention. The target lesion was located in the middle of the left anterior descending artery (lad). The lesion was pre-dilated with a 2.00 and 2.50 mm non-compliant balloon. A 2.50 x 32mm synergy xd drug-eluting stent was deployed and post-dilated. After it was deployed and post-dilated, a distal stent edge dissection was observed and believed to be caused by the stent. The dissection was flow limiting. The dissection was covered with another des and the procedure was completed. There were no further patient complications reported. The patient was stable post-procedure and fully recovered.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).